Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that during treatment of lesion in mid right coronary artery (rca), the lesion was primarily wired with viperwire advance coronary guide wire with flex tip using an unspecified buddy wire through right femoral access. An unspecified guide catheter was in place. The diamondback 360 precision coronary orbital atherectomy device (oad) was advanced to the lesion during first attempt using glideassist with the guide wire brake unlocked. As the oad was advanced into the artery, the unspecified guide catheter backed out of the ostial artery and pulled the viperwire guidewire resulting it to come in contact with the oad crown. The crown sheared off the viperwire tip in mid rca where it remained after attempts to snare it failed. The fractured tip measured 30mm long. The oad and viperwire were removed. No atherectomy was able to be performed. A non-csi non-abbott guide wire was used to deploy a non-abbott stent that was placed to trap the fragment to the vessel wall. Balloon angioplasty with scoreflex balloon and a second non-abbott stent was placed in mid rca to complete the procedure. The procedure was deemed successful. The patient was stable after the procedure and was hospitalized as standard practice. The physician has no concerns about potential long-term risk or outcomes.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported damaged by another device - caused damage appears to be related to user error. In this case, it is likely that the damaged by another device - caused damage is due to use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions)

Event description:
It was reported that during treatment of lesion in mid right coronary artery (rca), the lesion was primarily wired with viperwire advance coronary guide wire with flex tip using an unspecified buddy wire through right femoral access. An unspecified guide catheter was in place. The diamondback 360 precision coronary orbital atherectomy device (oad) was advanced to the lesion during first attempt using glideassist with the guide wire brake unlocked. As the oad was advanced into the artery, the unspecified guide catheter backed out of the ostial artery and pulled the viperwire guidewire resulting it to come in contact with the oad crown. The crown sheared off the viperwire tip in mid rca where it remained after attempts to snare it failed. The fractured tip measured 30mm long. The oad and viperwire were removed. No atherectomy was able to be performed. A non-csi non-abbott guide wire was used to deploy a non-abbott stent that was placed to trap the fragment to the vessel wall. Balloon angioplasty with scoreflex balloon and a second non-abbott stent was placed in mid rca to complete the procedure. The procedure was deemed successful. The patient was stable after the procedure and was hospitalized as standard practice. The physician has no concerns about potential long-term risk or outcomes.